Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system was unable to boot into the splash screen. The system was rebooted multiple times with no success. The system only displayed the boot up test. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that during initial power up, the computer started power cycling on its own. After re-seating the ram module, the computer was able to run. The seatools long test showed 1 bad sector, the memtest86 test showed no errors. The probable cause of the reported issue was a bad connection to the ram modules. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.